Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient never received effective therapy from the pump. The reporter stated that the pump never really helped the patient relax since implant. A trial test was performed and the pump worked fine, but the pump "hasn't worked" since implanted in the patient. The patient had been "stiff" and "hasn't been able to do anything" since implant. Medication adjustments were made but "it didn't matter". The reporter wondered if the pump was "not working right or something, and when they installed it something didn't get right". There were times the patient "felt stuff poking her". The patient felt "shocks" in her stomach that started in 2010 or 2011. An ultrasound was performed; however, "everything looked fine". The reporter stated that doctors performed "tests" on the pump and said that everything was right. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.